Event description:
It was reported by service report that the brake tip was broken, resulting in the brakes unable to remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.